Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20351223.

Event description:
It was reported that the patient underwent explant procedure for an unknown reason. The explanted device components were kept by the medical facility. No further information has been obtained despite good faith efforts.